Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii y 20gax1.16in prn ec slm npvc leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 9:00 am on (B)(6), 2023, during the examination of the patient, when the drug was injected, it was found that the white septum of the closed intravenous indwelling needle was detached, and the drug flowed backward. Failed to perform normal check. There were no adverse effects on patients.

Manufacturer narrative:
DHR/bhr review (lot #3080106): this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No actual samples and pictures have been received, and the defect status cannot be confirmed. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found on the septum. Please refer to the attached test report. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As no actual sample returned, and the usage of the indwelling needle is unknown, the root cause of the septum detachment cannot be determined. The plant will continue to pay attention to such defects.

Event description:
At 9:00 am on (B)(6) 2023, during the examination of the patient, when the drug was injected, it was found that the white septum of the closed intravenous indwelling needle was detached, and the drug flowed backward. Failed to perform normal check. There were no adverse effects on patients.